Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that two users were unable to login into the station. A technical support specialist (tss) requested the customer for the timeframe of the last login. The customer had confirmed that the system had been working, and the issue was fixed. After verification, the tss had received permission to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, two users were unable to login. The customer stated that this malfunction caused a delay in dispensing medication to patients and the user managed to dispense medication by using temporary login credentials. There were no adverse events or injuries reported based on this event.